Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product as this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band sys, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Event reported as, "pt had the aps lap-band sys inserted. It is reported that the pt never remained in the green zone for very long post an adjustment, however, the pt and team persisted with adjustments. A slow leak was queried early [this year]. The pt was booked for a port revision. When the port was brought to the surface and normal saline injected under pressure into the port, a small leak was noted at the bottom of the base plate of the port around the seal." The access port was removed and replaced with a rapidport ez access port kit.